Event description:
Reporting status: serious injury-surgical intervention. Reporting rationale: perforation requiring surgery. Device issue: none. It was reported that another company's stent was deployed in the 1st diagonal (d1) and the pilot50 guide wire was advanced towards d1, inside a multi-functional catheter. After the pilot50 guide wire reached the lesion attempts were made to remove the multi-functional catheter by the nanto-technique but the catheter could not be removed. Thus, the pilot50 guide wire was replaced with another company's guide wire and this guide wire was delivered inside the multi-functional catheter. Then, attempts were made to remove the multi-functional catheter using nanto-technique and the catheter was removed. Then, the procedure was completed after poba was done around the bifurcation lesion, using a balloon catheter. After the procedure, the pt's blood pressure decreased, and when examined, a perforation was verified to be occurring. A surgical operation was performed and the pt's condition recovered. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info, but because the device was not returned, no root cause could be determined. From the incident info, it is uncertain if the pilot caused the perforation or not. Even if the pilot was involved, the issue appears to be related to circumstances during the procedure and not a quality related issue with the guide wire. Allowing the pilot to go into a micro-branch and inadvertently causing a perforation would be related to use of the guide wire. No root cause could be determined.